Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion, located in the moderately tortuous and moderately calcified left anterior descending artery, was pre-dilated with a 2.75 x 12 mm semi-compliant balloon. A 3.00 x 48 mm synergy was deployed at 11 atm with no issues and post dilated with a 2.50 x 12 mm balloon. A proximal edge flow limiting dissection was then noted. A 3.50 x 28 mm synergy was deployed proximally, overlapping to cover the dissection. The procedure was completed and the patient was stable and fully recovered.